Event description:
It was reported that the patient presented to the emergency room with a heart rate in the 30's. It was noted that the right ventricular (rv) lead exhibited failure to capture and failure to sense. Besides, chest xray confirmed the rv had dislodged. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.